Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. A piece of metal from the cautery tip is detached. The fragment was returned. The handle, shaft and plug did not show any signs of damage. The device will be sent to the manufacturer for further review. The supplier performed an evaluation with the following results: device was not received in its original packaging, only in a bag. There was tissue debris in the suction port and the ceramic scratched. The handle, cable & plug were used with procedural residue visible in suction tube. There were no ncrs or deviations raised during the manufacturing process of this device. The customer reported that ¿electrode tip detached during surgery.¿ visual inspection indicated that the cut return cap was received in its original position. Upon manipulation with tweezers to assess for any loose elements, the component subsequently detached from the ceramic component. The device as presented failed electrical checks on cut return continuity on functional checks, with intermittent activation on sw2 ablate button only. On visual inspection of the device, it was observed that there was a high amount of scratching on the ceramic and metal shaft, with a lot of wear on the active tip. There was also evidence of carbonization on the cut return wire, indicating thermal build-up during use. The cut return wire was also found to be not fully engaged - this was investigated in a CAPA (the lot number affected in this complaint is similar to that investigated in the CAPA), but we cannot determine this as the root cause due to the condition of the device. There were no issues with adhesive dispensing during manufacturing, and there is evidence of glue residue on the return cap. It was confirmed that the device has undergone extended usage during this procedure, and that this is a case of misuse. This can be evidenced by numerous factors: 1) the cut return cap has come away from the ceramic - this has happened as the active tip has been activated for an extended period of time with the adhesive failing as a result - there is a heat mark around the base of the return cap. 2) as the active tip is very worn, the gaps between the suction holes look very narrow, and the shape of the hole has warped. 3) the cut return wire has evidence of carbonization. The customer complaint is substantiated. Additionally, one hand switch button was found faulty during testing and internal inspection showed evidence of saline ingress on the pcb track which is the likely cause of the issue seen during testing. Similar issues related to pcb ingress have been noted in a CAPA. The overall complaint was confirmed as the observed condition of vapr tripolar 90 suction elect would have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to undergone extended usage during the procedure. As per IFU, 1) do not activate the probe for unnecessary and prolonged periods as irrigant overheating and tissue damage may result. Prolonged probe activation at maximum power while adjusting irrigant flow via the flow control valve to a low flow rate may cause the shaft and suction tubing to reach temperatures of up to 58°c. Do not touch the electrode tip when power is being applied. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a rotator cuff repair surgical procedure it was observed that the vapr tripolar 90 suction elect device electrode tip detached during surgery. Another like device was used to complete the procedure successfully. There was a five minute delay in the procedure reported. There were no fragments generated. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.